Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver an unspecified plain IV fluid at an unspecified rate. The customer contact reported that the device did not deliver any fluid for an undetermined length of time. There was no reported pump alarm. The device was removed from clinical service and the therapy was continued on a different device. There was no reported adverse effect to the patient. Though requested, there was no additional information available.